Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at first firing during resection of the rectum on a transabdominal preperitoneal, the reload was set to the powered stapler to use. After checking opening/closing, the device was approached to the tissue. The indicator did not illuminate even the jaws were closed. The firing was unable to be performed even the action was repeated for several times. A new reload was used and there was no problem with the resection. There was no patient injury.